Event description:
Per the clinic, the patient underwent device explantation and skin revision surgery under general anesthesia on (B)(6) 2024 due to cephalgia. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 12, 2024.